Event description:
It is reported that the patient was revised for a loose patellar component.

Manufacturer narrative:
Evaluation summary: review of primary operative notes confirms the patient underwent a right total knee. It was noted the patella component was tracking laterally; therefore, a lateral release was completed and the patella tracked well with trials in place. Range of motion was completed with final components and found to have excellent stability with varus and valgus, and anterior and posterior stressing, in both flexion and extension with the patella tracking well. Primary operative notes do not specify if the components were implanted with the correct fit and orientation or if the proper surgical technique was followed. Review of the revision operative notes confirms the patient underwent a right knee revision for malposition of the patellar component. It was noted that the patellar component was loosened and malpositioned. The patellar component was explanted. The patella had to be cut thin in order to make deeper drills holes into the bone. The package insert states "loosening or fracture/damage of the patella or surrounding tissues" is an adverse effect. This is therefore a known inherent risk of the procedure. A definitive root cause cannot be determined with the information provided. Device history records for the related part and lot were reviewed and found conforming.